Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was returned and evaluated. Upon visual inspection the device locking feature has shavings of material on it. The outside diameter and scallops do not show any visible damage. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial operation, the implantation of the g7 high wall e1 liner 32mm c was obstructed when the external acetabular cup was implanted into the patient. It was found that the liner could not be completely implanted into the external acetabular cup (it could not reach the bottom and could not be implanted in the proper place).after many tries, still fails. Eventually the doctor replaced it with a ceramic lining and completed the operation. Due to repeated operation, the operation was delayed for 15 minutes. The surgeon strictly followed the surgical technique and did not perform any improper operation. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.